Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported.

Event description:
It was reported, that prior a procedure the esep pencil activated without pressing any buttons by the user. There was no associated procedure; no adverse consequences or delay.